Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from undefined location. Customer's blood glucose was 510 mg/dl. A correction bolus was delivered to address bg. Customer loaded a new cartridge to address the issue.